Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided by the customer and reviewed. The photo shows one maxcore device which was in half primed condition and the needle was noted to be bent. Based on the photo review, the reported needle bent can be confirmed and reported failure to fire cannot be confirmed. Therefore, the investigation is confirmed for the reported needle bent as the needle was noted to be bent and the investigation is inconclusive for the reported failure to fire as no objective evidence was provided for review. A definitive root cause for the reported needle bent and failure to fire could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided kidney biopsy procedure through normal density tissue, the needle allegedly had a bent. It was further reported that the needle allegedly stuck a bit but still it was able to be pressed. No coaxial was used and the procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during an ultrasound guided kidney biopsy procedure through normal density tissue, the needle allegedly had a bent. It was further reported that the needle allegedly stuck a bit but still it was able to be pressed. No coaxial was used and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 12/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.